Event description:
The rechargeable battery pack will not fit properly in the glucometer. After recharging the batteries, the batteries heat and swell and then the cover on the glucometer will not fit properly. The removeable cover has to be taped onto the device to hold the batteries in place.====================== health professional's impression======================the health professional does not have a high opinion of the device. The battery issues are all that is proven, however the clinician believes the device gives erroneous readings. The meter will display readings significantly different in less than 5 minutes time window.====================== manufacturer response for glucometer, novastat======================it is my understanding that the manufacturer is aware of the batteries overheating and will send in new battery packs. I am unsure if the vendor is aware of the different reading of the test results.